Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error. The customer's blood glucose value was unknown. Customer reported while priming makes loud grinding sounds and received pump error alarms with unexplained no delivery, customer stated insulin pump erases setting when putting in new batteries along with wear & tear around battery cap. Customer stated insulin pump doesn't always alert when battery or reservoir was low. The device will not be returned for analysis.